Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product remains implanted, thus unavailable for analysis. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. There are pt factors that may have contributed to the reported event. There is no indication the event design or mfg related.

Event description:
One year and three months after cypher implantation, the pt returned with restenosis at the proximal edge of the cypher stent. This event involves a pt with a medical history including hypercholesterolemia, hypertension, and obesity. Initial evaluation was conducted due to frequent episodes of chest pain associated with mild exertion that had persisted for one month. Baseline medications included atorvastatin and colestimide. Coronary angiogram revealed a 99% stenosis at the proximal segment of the left anterior descending (lad). The pt underwent a percutaneous coronary intervention (pci) with lesion pre-dilation before successful implantation of a cypher (3.5x18) at an inflation pressure of 12 atm followed by post-dilation. The use of aspirin and ticlopidine was not reported. Act's and use of ivus was not reported. The procedure was completed without report of pt injury. One year and three months post the index procedure, the pt was admitted to the hospital for unstable angina. The cardiac enzymes were not elevated and ECG and chest x-rays revealed no unusual findings. Echocardiogram revealed mild hypokinesis in the anteroseptal apex area of the left ventricle. Coronary angiogram revealed 99% stenosis in the proximal stent edge at the proximal lad. A re-pci was conducted in which a second cypher stent (3.5x18) was implanted proximal to the previously implanted stent using an inflation pressure of 18 atm. Ivus confirmed intimal proliferation with partial low echoic area at the proximal stent edge of the cypher stent implanted at the index procedure.